Manufacturer narrative:
Device not available.

Event description:
It was alleged that the ambulance was in an accident when it was hit in the passenger rear side by another vehicle. It was alleged that the patient received a laceration from a drawer that flew open on the ambulance during the accident. It was further alleged that the cot came out of its holding mount at the time of the accident. Further information was not provided.